Manufacturer narrative:
(B)(4). Correction to initial was filed within the 30 day time frame regardless of corrected date (additional information provided/updated): investigation/evaluation during the course of the investigation, a review of the complaint history, quality control, instructions for use (IFU), manufacturing instructions, specifications, and trends of the product was conducted. One (1) used product was returned for the investigation. It should be noted that the sheath was returned without an inserted dilator. Upon visual inspection of the complaint device, the separation of the sheath tubing was measured to begin 23.8 cm from the proximal end. The inner tubing material was visible at the separation site due to the outer tubing material being frayed. There was then 2.6 cm of exposed coil, a 0.7 cm segment of sheath tubing, 1.8 cm of exposed coil, and then 23.3 cm of sheath tubing [distal segment]. There were also 3 kinks observed in the distal segment of the sheath. Based on the inspection of the returned complaint device, it was likely the device experienced forces beyond its intended design. Also, based on the observed damage to the complaint device, it appeared that a dilator had not been inserted into the sheath prior to removal, which could have contributed to the reported failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
The sheath pulled apart during the procedure. No piece of the device was left in the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The sheath pulled apart during the procedure. No piece of the device was left in the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.